Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient stated that while he was sleeping and connected to the power module, he woke up with a yellow wrench alarm. The patient exchanged his system controller with his backup system controller. The patient remained asymptomatic during the event. The patient was admitted to the hospital but did not appear to have any clinical issues from the reported event. The event log was reviewed by the manufacturer's technical services and discussed with the user facility biomedical engineer. The event log history captured that the patient was on battery power prior to the system controller being exchanged. The event log shows that the batteries were at a low voltage hazard condition. The batteries remained in use until they were fully discharged, resulting in the system controller operating on the backup battery. The system controller continued to run on the backup battery until its charge was depleted, resulting in the pump stopping. When power was restored to the system controller, the date and time was reset, resulting in the yellow wrench alarm. It could not be determined how long the pump had been stopped. The hospital¿s biomedical engineer reported that he ran the system controller on their mock loop to verify that the system controller was functioning properly with no issues reported. A system controller malfunction was not suspected; however, the system controller was returned to the manufacturer for evaluation.

Manufacturer narrative:
Approximate age of device ¿ 89 days. (Calculated from the date when the system controller was shipped to the hospital.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Additional information - the system controller was returned for evaluation. The reported event of a yellow wrench alarm was confirmed during analysis. The data log file was reviewed, and it was noted that the patient connected to the external batteries on (B)(6) 2015 at 5:50, and at 19:29, a low battery advisory alarm was active. One hour later, the low battery hazard became active and the system controller entered power save mode. The external batteries became completely drained 10 minutes later, at which point the system controller began to operate on the backup battery. The backup battery was drained to depletion as indicated by a reset of the timestamp, and was accompanied with a motor stop and backup battery uninstalled alarm. The amount of time the system controller operated on the backup battery could not be determined due to the timestamp reset. When power was restored to the system controller by connecting to the power module, the pump restarted and operated at the set speed. The reported yellow wrench alarm was active due to the system controller clock not being set. There was no indication on how long the motor was stopped. Prior to (B)(6) 2015, no atypical alarms were active throughout the log file. The system controller was functionally tested and operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.